Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis, on the same day. The patient was treated with an injection (inj). Of vancomycin (2gm, weekly once for two weeks, and ip) for the event. The patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error. Therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem could not be confirmed nor could a cause be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.